Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer blood glucose level was 50 mg/dl and 200 mg/dl at the time of incident. Customer stated the other blood glucose level was 58 mg/dl, 151 mg/dl. Customer treated with insulin pump and glucose tablet. Customer had using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. Customer does not allege pump was over delivering. Customer was not using auto mode. Customer was performed displacement test and it was completed. Customer was performed troubleshooting for low blood glucose and declined for high blood glucose. The insulin pump will not be returned for analysis.